Manufacturer narrative:
We were notified that this lead was repositioned because it had dislodged. The device code has been updated.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was repositioned. The reason for repositioning the lead was not provided.